Manufacturer narrative:
(B)(4). For related complaint see MDR #3010532612-2018-00199 and (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was placed in the left axilla. The iab ruptured. There was no reported patient death, serious injury or complications.

Event description:
It was reported that the intra-aortic balloon (iab) was placed in the left axilla. The iab ruptured. There was no reported patient death, serious injury or complications.

Manufacturer narrative:
(B)(4). For related complaint see MDR #3010532612-2018-00199 and tc #(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "iab rupture, blood in helium pathway" is not able to be confirmed. The root cause of the complaint is undetermined. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. No further action required at this time.